Manufacturer narrative:
Corrected: added explant date.

Event description:
Additional information received indicate lead adapters were explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-14044. It was reported that the patient's lead adapters had migrated. In turn, surgical intervention was undertaken on (B)(6) 2019, wherein both lead adapters were revised. Effective therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.